Event description:
It was reported that a novum iq large volume pump experienced a blank screen. To resolve this issue, the pump was turned on and off three times. This occurred before starting a total intravenous anesthesia (tiva) case which delayed administration of propofol for 5-10 minutes while troubleshooting the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.